Manufacturer narrative:
H3) the pcba board was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination the reported issue was not confirmed. The board was installed into a known working system. The system initialized. Motion, generator, communication and charging readied. Motion calibration passed. 2d and 3d images were successful. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the battery charger was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Visual inspection passed. All leds lit both on pcba and text fixture. Bench test passed. All chargers output voltages passed. Measured output voltages were within range. It was installed into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. No functional fault found. Eval code method 10 is associated with this analysis eval code result 114 is associated with this analysis eval code conclusion 4307 is associated with this analysis the battery charger 2 was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Visual inspection passed. All leds lit both on pcba and text fixture. Bench test passed. All chargers output voltages passed. Measured output voltages were within range. It was installed into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. No functional fault found. Eval code method 10 is associated with this analysis eval code result 114 is associated with this analysis eval code conclusion 4307 is associated with this analysis the power switching board was returned to the manufacture for evaluation and is under analysis at this time. Eval code method 4118 is associated with this analysis eval code result 3233 is associated with this analysis eval code conclusion 11 is associated with this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) the following components of the system have been listed as in return for analysis: product ID: bi71000514; serial/lot #: unk product ID: bi71000475; serial/lot #: unk product ID: bi31000172; serial/lot #: unk product ID: bi71000489; serial/lot #: unk product ID: bi71000524; serial/lot #: unk product ID: bi71000093r; serial/lot #:(B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture representative went to the site to inspect the imaging system. There was no power found on the charger and monitor board. A mechanical failure was found with the isowag, lift and shift, and drive. The system and imaging would not start/boot. First the representative replaced the power switching board, but the issue did not resolve. The representative found a bad connection due to a broken wire in the umbilical cable. The charging board compatibility was changed as well. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of a procedure. It was reported that the battery indicators appeared to not be working at all. The x sections appeared with no lights. The m section appeared with only 3 yellow lines. Later the system was powered on and making a strange noise. There was no patient present when this issue was identified.